Event description:
It was reported that a patient underwent a total hip replacement procedure on an unknown date and suture was used. The patient developed a post surgical infection along the suture line. Additional information was requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.